Manufacturer narrative:
The investigation is going.

Event description:
During deployment of a 26mm sapien 3 valve in the aortic position, the delivery system balloon burst. The valve was 95 percent inflated when the balloon burst. The valve was anchored and was post-dilated with a true balloon. There was some difficulty withdrawing the delivery system into the sheath. The balloon was able to be pulled into the sheath, but the nose cone remained outside the sheath, and the devices were removed as a unit. After removal from the patient, no tears in the balloon were observed, but a hole in the proximal portion of the balloon was observed. There was no injury to the patient. The patient¿s native annulus was 450mm. The native annulus was mildly calcified, the native leaflets were mildly calcified, and the aortic root was minimally calcified.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used in the case. Please reference related manufacturer report no: 2015691-2018-04998 per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The devices were returned to edwards lifesciences for evaluation. During visual inspection of the delivery system, a longitudinal balloon burst was observed and the balloon was stuck at sheath distal tip. During dimensional analysis, the single wall thickness measurements were taken along the tear in the inflation balloon and were found to be within the specification. Due to the condition of the returned device (balloon burst), no functional testing was able to be performed. Per the report, the valve was 95 percent inflated when the balloon burst. It is likely that the balloon burst during inflation once the balloon came in contact with calcification, as the patients vessels were reported to have been mildly calcified. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. Available information indicates that patient/procedural factors (calcification and retrieval of burst balloon) contributed to the reported event. The complaints for ¿balloon ¿ burst¿ and ¿delivery system ¿ withdrawal difficulty ¿ through sheath¿ were confirmed. No manufacturing non-conformities were found in the returned sample. Available information indicates that patient/procedural factors (annular calcification and withdrawal difficulty due to burst balloon) may have contributed to the event. Since the occurrence rate does not exceed the (B)(6) 2018 control limits for the trend categories, neither a product risk assessment, nor corrective or preventative action is required.